Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the sample was wet. It was reported that the device was occluded with water during use. A drop test could not be conducted due to the condition of the sample. Based on investigation performed, the reported complaint could not be confirmed. It was found that the product was assembled correctly. The instructions for use (IFU) states to replace the filter immediately if there is increasing resistance or any suspicion of contamination, occlusion, or other indications of malfunction present. In the current manufacturing procedure, a 100% drop test and visual inspection is conducted; therefore, any defects would be detected prior to release from the manufacturing facility.

Event description:
Customer complaint alleges "when the patient inserted in the ICU after a cardiac surgery the nurse saw a lot of humidification - water inside the filter membrane a a result the patient could not inhale air and there were alrms from the ventilator. When the nurse changed the filter the patient breathing was good."

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation of this complaint is still in progress.

Event description:
Customer complaint alleges "when the patient inserted in the ICU after a cardiac surgery the nurse saw a lot of humidification - water inside the filter membrane as a result the patient could not inhale air and there were alarms from the ventilator. When the nurse changed the filter the patient breathing was good."